Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# j0543059v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 31-dec-2039, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was difficulty/unable to disconnect components inter-op. The manufacturer representative (rep) called in ter-op to report that the doctor could not remove the set screw from the old battery. The rep stated the doctor did not even feel the set screw turning. The lead would not come out. The issue was discussed and the rep needed to get back to the operating room. Additional information was received. It was reported that the set screw was not able to be removed after extensive effort by the physician. The physician elected to sacrifice the lead and remove the entire device. They were going to discuss options with the patient as far as re-implanting or trying other treatment modalities. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The reported the cause of the reported issue was unknown, it was attempted several times for it to engage to no avail. He ultimately decided to remove the entire device and he elected to dispose the device after removal.